Event description:
It was reported by service report that scale was not working. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: both footend load celles.